Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised sensor system alarm. The customer blood glucose level was unknown. Customer states that the dome sticker on the bottom of the insulin pump was damaged and falling off. Customer reports the drive support cap was sticking out. Customer states that there was a loud whirring sound and that the insulin squirted out after. Customer states insulin was squirting out during the manual prime process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm.(B)(4).